Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results for 1 patient tested for crep2 creatinine plus ver.2 (crep2) on a cobas 6000 c (501) module. The erroneous result was reported outside of the laboratory. The initial crep2 result was 12.2 mg/dl. On (B)(6) 2018 the sample was repeated on the same c501 module and the result was 0.6 mg/dl. The repeat result was believed to be correct. A new sample was obtained from the patient and the crep2 result was 0.5 mg/dl. The customer looked at results from patient samples that were run before the 12.2 mg/dl result and after the 12.2 mg/dl result and did not identify any other questionable results. No adverse event occurred. The crep2 reagent lot number was 28332401 with an expiration date of 30-jun-2018. The field service engineer (fse) visited the customer site and did not identify any issues. Mechanical checks were performed. The customer ran calibration and qc and all results were acceptable.

Manufacturer narrative:
The customer has not had any other similar crep2 issues since the date of the event.

Manufacturer narrative:
Based on a review of the alarm trace, sample short alarms were observed. Calibration and qc results were acceptable.

Manufacturer narrative:
On a follow up call, the customer indicated the patient was admitted to the ER based on the initial crep2 result as the doctor was concerned about renal issues. The patient received an EKG. The patient has since been released with no issues or long term effects and is in good condition. An adverse event did not occur based on the device. Based on the information available, a reagent and instrument issue is unlikely. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The initial sample was from an aliquot from the customer's modular pre-analytic (mpa) system. Refer to medwatch 1823260-2018-00877-00 for information on the mpa.